Event description:
It was reported that during a pci procedure, the tip of the pt2 guide wire detached and remains in the pt. The lesion being treated was located in the right coronary artery (rca). Guide wires were positioned in the posterior descending artery (pda) and left ventricular (lv) branches. The ostial pda and mid rca lesions were predilated with a 2.5mm x 15mm balloon. A 3mm x 18mm drug eluting stent was deployed in the pda at 12 atm with post dilation of the proximal segment to 16 atm. At this point, it was noted that the distal portion of the wire in the pda had detached. The detached portion of guide wire was left in the pda. Add'l info has been requested

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. The device has not been received for analysis. If any add'l relevant info is received, a supplemental MDR will be submitted.